Event description:
A company representative reports a case of hypopyon (0.25mm) observed at the one-day postoperative visit. The patient had no pain, no red blood cells in the chamber, minimal corneal edema, and intraocular pressure was fine. The surgeon increased the postoperative steroids dosing to every hour. Additional information was provided by the surgeon who reported that the hypopyon resolved at the 72-hour visit and that he does not think the event was device related in origin. The event is being reported on the basis of unknown etiology.

Manufacturer narrative:
The device history and sterilization records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The stent remains implanted in the patient and is not available for evaluation. The surgeon did not attribute the adverse event to the device. Hypopyon is listed as a potential adverse event in the device labeling and is considered a known inherent risk of cataract surgery. (B)(4).